Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction, the following were noted: due to wear of angle wire, bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover had a chip. Due to clogging of nozzle, water removal ability did not meet the standard value. The suction cylinder was shaved; the light guide lens, objective lens, and the control unit had discoloration. Scratches were on the following: switch 1, plastic distal end cover, connecting tube, suction connector, protector of universal cord on control section side, universal cord, flexibility adjustment ring, grip, scope cover, switch box, forceps elevator lever, forceps elevator knob, upward/downward angulation control knob, right/left knob, and the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported bubbles near the variable hardness dial knob of the evis lucera colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.